Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic nephric cyst procedure, it was reported that the titanium tip broke during surgery. It took more than 1 hour to find the broken piece. No patient consequence reported.